Event description:
The customer reported to vyaire medical that the 3100a ventilator alarms if the high limit alarm is less than 10 above the mean airway pressure (map) even if the high limit alarm is set at 25. High pressure alarm is also present. Furthermore, patient was removed from the ventilator but no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue and a vyaire field service representative(fsr) evaluated the device onsite, attached known good circuit to 3100a. The unit had the limit and adjust dials set to the maximum setting, the hz and ti dials set to 15 and 33, and the biased flow dial set to 20 at the time of arrival. Patient circuit check was too high; pr3 was adjusted to 41.6. Performance check was run and it was successful. A check was made to make sure the unit wasn't startling when it was 10 cmh20 from the maximum paw. When set at 43, the unit doesn't alarm or light up for the maximum paw at 41.6. Reviewed patient circuit check and performance check procedure and settings w biomed on site. All tests passed required criteria and the unit meets factory specifications.